Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Patient reported right-side "a small inframammary lymph node", "presence of a breast prosthesis with a regular contour, homogeneous content, with focal thickening of its capsule, increased radial folds", "signs of encapsulation", and, "pain", "a small hematoma" , "redness and allergies", "irregularities and nodules", and "presence of fluid." The device has been explanted.